Event description:
Customer called to report air bubbles in the reservoir of the insulin pump. Customer did not want to troubleshoot air bubbles as this is customers first set change and we were unable to get bubble to move. Filled a new reservoir. Customer's blood glucose level was not included in the report. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.